Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) / bedside monitors (bsms) go into communication loss at 8:00 pm - 8:30 pm. They were installed a few weeks ago, and they are noticing that almost every night. The cns station in ICU & ed will go into comm loss for a few minutes for the beds. Comm loss was reported within 8:00 pm - 8:30 pm on the following dates while investigating the issue: (B)(6) for a few minutes - duration unknown; (B)(6) for a few minutes - duration unknown; (B)(6) 1 minute and 30 seconds; (B)(6) 1 minute; (B)(6) for a few minutes - duration unknown; (B)(6) for a few minutes - duration unknown. Last troubleshooting was done was on (B)(6), where they found 2 next generation netkonnect (ngnk) devices that were time spamming during the time frame of 8:00 pm - 8:30 pm. Our nihon kohden computer information technology systems support (cits) had them reboot the ngnk units. There are no further notes after (B)(6), so it has not been confirmed yet if this resolved their issue. Logs are being collected to investigate why this is happening. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) / bedside monitors (bsms) go into communication loss at 8:00 pm - 8:30 pm. They were installed a few weeks ago, and they are noticing that almost every night. The cns station in ICU & ed will go into comm loss for a few minutes for the beds. Comm loss was reported within 8:00 pm - 8:30 pm on the following dates while investigating the issue: (B)(6) for a few minutes - duration unknown (B)(6) for a few minutes - duration unknown (B)(6) 1 minute and 30 seconds (B)(6) 1 minute (B)(6) for a few minutes - duration unknown (B)(6) for a few minutes - duration unknown last troubleshooting was done was on (B)(6), where they found 2 next generation netkonnect (ngnk) devices that were time spamming during the time frame of 8:00 pm - 8:30 pm. Our nihon kohden computer information technology systems support (cits) had them reboot the ngnk units. There are no further notes after (B)(6), so it has not been confirmed yet if this resolved their issue. Logs are being collected to investigate why this is happening. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 10/13/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested and some of the device d10 information. Central nurse's station: model: cns-6801a. Sn: (B)(6). Device manufacturer date: 09/15/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Next generation netkonnect(s) (ngnks) model: ni. Sn: ni. Bedside monitor(s) model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) / bedside monitors (bsms) go into communication loss at 8:00 pm - 8:30 pm. They were installed a few weeks ago, and they are noticing that almost every night. The cns station in ICU & ed will go into comm loss for a few minutes for the beds. Comm loss was reported within 8:00 pm - 8:30 pm on the following dates while investigating the issue: 10/10 for a few minutes - duration unknown. 10/12 for a few minutes - duration unknown. 10/13 1 minute and 30 seconds. 10/14 1 minute. 10/16 for a few minutes - duration unknown. 10/19 for a few minutes - duration unknown. Last troubleshooting was done was on 10/30, where they found 2 next generation netkonnect (ngnk) devices that were time spamming during the time frame of 8:00 pm - 8:30 pm. Our nihon kohden computer information technology systems support (cits) had them reboot the ngnk units. There are no further notes after 10/30, so it has not been confirmed yet if this resolved their issue. Logs are being collected to investigate why this is happening. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) / bedside monitors (bsms) go into communication loss at 8:00 pm - 8:30 pm. They were installed a few weeks ago, and they are noticing that almost every night. The cns station in ICU & ed will go into comm loss for a few minutes for the beds. Comm loss was reported within 8:00 pm - 8:30 pm on the following dates while investigating the issue: 10/10 for a few minutes - duration unknown 10/12 for a few minutes - duration unknown 10/13 1 minute and 30 seconds 10/14 1 minute 10/16 for a few minutes - duration unknown 10/19 for a few minutes - duration unknown last troubleshooting was done was on 10/30, where they found 2 next generation netkonnect (ngnk) devices that were time spamming during the time frame of 8:00 pm - 8:30 pm. Our nihon kohden computer information technology systems support (cits) had them reboot the ngnk units. There are no further notes after 10/30, so it has not been confirmed yet if this resolved their issue. Logs are being collected to investigate why this is happening. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on 10/10/2023, the biomed reported that the central nurse's stations (cns) (model: pu-681ra, serial number (B)(6)) and bedside monitor were in communication loss (comm loss) between 8:00pm-8:30pm. The customer noticed that almost every night the ICU & ed would go into communication loss for a few minutes for the beds. After many days of troubleshooting, they reported the following dates that the units went into comm loss between 8pm-830pm: 10/10 for a few minutes - duration unknown 10/12 for a few minutes - duration unknown 10/13 1 minute and 30 seconds 10/14 1 minute 10/16 for a few minutes - duration unknown 10/19 for a few minutes - duration unknown cits checked the server and did not find any issues with the server. Ts put a pcap in place to gather information from the comm loss issue. They found that the network was aggressively changing the time on the network at the same time the comm loss was being reported. Ts originally thought it was two multiple patient receivers (orgs) causing the issue and had the customer reboot both of the orgs. But after digging deeper, it was determined that two next generation netkonnects (ngnks) were spamming the time issue. They went to both ngnks and verified the windows time settings were correct, time service was disabled, dst (daylight savings time) was off, and the current time zone was showing. Nk technical support had an onsite visit on 11/14 to 11/17 and during this visit they did not witness any comm loss issues. Ts also followed up with the customer and they had not seen the issue pop up again, the issue seemed to disappear. Since this is on the customer's network, their it could have done something to resolve the issue. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. Investigation conclusion: we were able to confirm the reported issue. A definitive root cause could not be determined. But based on the available information the most likely probable cause could be linked to the ngnks that were aggressively spamming time change on the network, resulting in the comm loss issues. Ts had the customer reboot the orgs and verify the ngnks had the correct time settings to try and resolve the issue. After ts visited the hospital, the reported issue was no longer happening. It is hard to determine if the issue was resolved from ts troubleshooting steps, or if the customer's it department resolved the issue since they are on their own network. But the customer has reported the issue is no longer occurring, to resolve the issue. We have also identified several potential causes of comm loss related issues, which are not limited to, and explained in further detail below: devices should be set to the same time and time zone to ensure accurate patient data and records. Users should adjust the system settings for the device's time and time zone according to the device's operator's manual. For some devices connected to the central and remote monitors (e.g., bsm 1700s), patient data may be deleted or lost if time zone settings are not uniform across central monitors and connected devices. Changing the time or time zone while data transfer is in progress may interrupt device connections and lead to errors in data transmission. Communication loss is an error message notifying user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that particular device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Also a serial number review of the reported device (model: pu-681ra, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 10/13/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested and some of the device d10 information. Central nurse's station model: cns-6801a sn: (B)(6) device manufacturer date: 09/15/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned next generation netkonnect(s) (ngnks) model: ni sn: ni bedside monitor(s) model: ni sn: ni.